Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) smartablate generator (model# m-4900-07 serial# (B)(4)) (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrioventricular nodal reentry tachycardia (avnrt) with an 7f es steer ds bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-ablation, the physician performed voltage mapping via carto 3 system, followed by a cardiac biopsy. Post-biopsy, the patient complained of chest pain. A tamponade was confirmed by fluoroscopy. A pericardiocentesis was performed and yielded 400cc of fluid. A pericardial drain was left in place which was removed the following day. The patient was reported to be in stable condition after pericardiocentesis. The patient was admitted for observation, however, there is no information regarding extended hospitalization. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event was that it was likely secondary to the biopsy. No transseptal puncture was performed. There is no information regarding the sheath used, generator parameters, overall ablation time, last ablation cycle time, irrigated catheter flow setting, or anticoagulation usage. It was noted that this information was not applicable, as the injury most likely occurred during the post-voltage mapping cardiac biopsy. There were no error messages reported on any bwi equipment during the procedure.